Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint submitted via medwatch: unable to deflate cuff, pilot balloon not full. Cut the pilot balloon in hopes to deflate and did not work. Had to remove ett with balloon inflated. Upon removal; found ett cuff to be overinflated with approximately 30ml of air. In addition, the measurements listed on the ett were rubbed off by bite block and not able to monitor ett position. No pt injury reported.